Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Device not returned.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms since switching from novolog insulin to apidra insulin. The customer was aware that apidra insulin is contraindicated to use with the pump. The customer's blood glucose (bg) level was 400mg/dl and the customer performed a supply change in order to resume insulin deliveries via the pump to address the bg levels. During a follow-up, it was confirmed that since switching to novolog insulin the customer had not received any additional occlusion alarms.